Manufacturer narrative:
As reported, this device will not be returned for evaluation. The contact reported the device was being retained by the hospital. Because the device was not returned an evaluation will not be completed. The complaint therefore can not be confirmed and the root cause is unable to be determined. A two-year review of complaint history shows a total of 3 reports related to this device and failure mode. There have been 3 adverse events reported for this device for the same failure mode in the past two years. During this same 2-year time frame, over (B)(4) units were sold worldwide making the occurrence rate for this reported failure mode (B)(4) percent. To date, there have been no patient long term adverse effects related to the reported breakage or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The airseal® ifs system is intended for use in diagnostic and/or therapeutic endoscopic procedures to distend a cavity by filling it with gas, to establish and maintain a path of entry for endoscopic instruments and to evacuate surgical smoke. It is indicated to facilitate the use of various laparoscopic instruments by filling the abdominal cavity with gas to distend it by creating and maintaining a gas sealed, obstruction free path and by evacuating surgical smoke. The airseal® ifs cannula and trocar system is composed of a sterile single use instrument consisting of a bladeless optical obturator and radiolucent cannula. To reduce the risk of patient injury, the as-ifs instructions for use (IFU) provides the following warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Only qualified physicians with knowledge, experience and training in laparoscopic techniques should use the components of the airseal access system. These instructions for use do not include descriptions or instructions for surgical techniques or laparoscopic procedures. It is the responsibility of the physician performing any procedure to determine the appropriateness of the type of procedure to be performed with the use of these products and to determine the specific technique for each patient.

Event description:
The customer reported that during use of the airseal 5mm access port during a davinci robotic laparoscopic hysterectomy, the lower 3/4 of the trocar broke off in the patient and had to be retrieved. The distal portion was immediately retrieved with a pair of graspers and this caused some minor delay. Using another like-device, the surgery went on and completed with no further complications or injury to the patient.